Event description:
A lifecor patient services representative contacted customer support to report that monitor had failed the pulse test during refurbishment between patients. She also reports this monitor has a "rattling noise inside."

Manufacturer narrative:
H.3. Evaluation: device evaluation on monitor has been completed. The reported problem was confirmed. The cause of the pulse test failure, and rattling noise inside the monitor, was loose mounting hardware that secures the computer/analog pca to the defibrillator pca. The loose hardware allowed the interconect cable betwwen the pca's to partially dislodge resulting in an intermittent connection betwen the pca's. The root cause was a manufacturing error (not fully tightening the hardware) during assembly of the monitor. Assembly personnel were made aware of the error. This is an unusual occurrence. No adverse event resulted from the faulty monitor. The device was not in use by a patient at time of the failure.